Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: examination revealed that the battery compartment was cracked from the threads to the case seal on the left side of the grip pads. Initial information: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 07/19/2017.